Manufacturer narrative:
The face mask head strap is manufactured from (B)(4) and does not contain any natural rubber latex or powder.

Event description:
Patient reported a skin reaction at the back of her head and is not certain of what caused it, but it is in the area where she was contacted by face mask head strap. The patient reports that she will undergo allergy testing in (B)(6).